Event description:
The user received a questionable troponin t result from the cobas e411 disk analyzer serial number (B)(4) when compared to the troponin t stat result. The user's procedure is to run both assays. If the results differ by > 10%, the results are not reported and the sample is sent to the reference lab for third analysis. The troponin t result was 1.81 ng/ml and the troponin t stat result was 2.19 ng/ml. The sample was sent to a reference lab for testing on a cobas e411 and the troponin t stat result was 2.2 ng/ml which was reported outside the laboratory. The patient was not adversely affected. The troponin t stat reagent lot number was 15989401. Upon evaluation of the analyzer, the field service representative could not determine a cause and could not duplicate the problem. To verify the analyzer operation, he visually inspected the mechanical movements and alignments and ran performance testing with results within specifications.